Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's right atrial(ra) lead exhibited low impedance and noise. The noise on the lead was addressed in the past with programming changes. The ra lead was capped and replaced on (B)(6) 2019. The patient was stable.